Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report repeated non recoverable error 32099. Tse asked the caller to reboot the system with epo button but error was still present. Surgeon decided to work with three arms, disabled the universal surgical manipulator (usm)1. The procedure was completed with no reported injury.